Event description:
It was reported that tip damages another device occurred. A 6f guidezilla ii catheter-guide was selected for use. However, during procedure, it was noted that resistance was severe when crossing the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately stenosed located in the mildly tortuous and moderately calcified left anterior descending artery. Resistance was felt when advancing the synergy through the guidezilla and when the stent was removed. The devices were removed together from the patient as one unit.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device eval by manufacturer: returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual examination revealed a kink to the hypotube at the exit notch. There is a flat spot on the distal shaft 10.7cm from the tip and the tip is damaged. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that could contribute to the reported event.

Manufacturer narrative:
Describe event or problem updated. (B)(6).

Event description:
It was reported that tip damages another device occurred. A 6f guidezilla ii catheter-guide was selected for use. However, during procedure, it was noted that resistance was severe when crossing the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately stenosed located in the mildly tortuous and moderately calcified left anterior descending artery. Resistance was felt when advancing the synergy through the guidezilla and when the stent was removed. The devices were removed together from the patient as one unit.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip damages another device occurred. A 6f guidezilla ii catheter-guide was selected for use. However, during procedure, it was noted that resistance was severe when crossing the stent. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.